Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during stenosis procedure, the patient vessel was very torturous, so physician had difficulty in delivering the microcatheter to the target lesion. During adjustments, the physician checked under digital subtraction angiography (dsa) and found that the distal of the guidewire was not moving together with the manipulations at the proximal handling. Physician withdrew the subject guidewire and found that the subject guidewire distal tip was fractured within the patient anatomy. The physician used a snare device to remove the fractured guidewire out. The subject guidewire was replaced, and the procedure was completed successfully.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire was returned in two fragments (284.4cm from the proximal end and 12.5cm from the distal end). The proximal fragment was inspected, and the nitinol tubing was broken/fractured with the core and platinum wire exposed. The proximal section was seen to have 3 additional breaks. The distal fragment was inspected, and the nitinol tubing was seen to be broken. The core wire distal end was observed through the distal tip dome. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, there was no anomalies noted to the device during initial inspection and preparation, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was moderately tortuous. A snare was used to retrieve the distal end of the guidewire. During analysis the guidewire was returned in two fragments (284.4cm and 12.5cm). There were 3 additional breaks at the end of the proximal section. An assignable cause of procedural factors will be assigned to the as reported and as analyzed ¿guidewire distal tip broken/fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during stenosis procedure, the patient vessel was very torturous, so physician had difficulty in delivering the microcatheter to the target lesion. During adjustments, the physician checked under digital subtraction angiography (dsa) and found that the distal of the guidewire was not moving together with the manipulations at the proximal handling. Physician withdrew the subject guidewire and found that the subject guidewire distal tip was fractured within the patient anatomy. The physician used a snare device to remove the fractured guidewire out. The subject guidewire was replaced, and the procedure was completed successfully.

Manufacturer narrative:
We have addressed the FDA request, received via email on 14 june 2024: ¿upon review, we have determined that the device identification information about the suspect medical devices conflicts with the data submitted to the global unique device identification database (gudid)." "Discrepancies were noted in the information included for some or all of the device identification fields of the electronic equivalent of the FDA form 3500a compared to the information included for the corresponding fields in the gudid." "Additionally, the ¿unique device identifier (UDI) #¿ field on the FDA form 3500a should contain the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols. Please verify that you have included the entire UDI in the ¿unique device identifier (UDI) #¿ field on the 3500a." We have reviewed the device identifier (di) and confirm that it is accurate and in alignment with the hl7 specifications released in 2017. Additionally: the 510(k) number has been corrected from k032146 to k002907 in accordance with the global unique device identification database (gudid).

Event description:
It was reported that during stenosis procedure, the patient vessel was very torturous, so physician had difficulty in delivering the microcatheter to the target lesion. During adjustments, the physician checked under digital subtraction angiography (dsa) and found that the distal of the guidewire was not moving together with the manipulations at the proximal handling. Physician withdrew the subject guidewire and found that the subject guidewire distal tip was fractured within the patient anatomy. The physician used a snare device to remove the fractured guidewire out. The subject guidewire was replaced, and the procedure was completed successfully.